Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer contact reported a delay of critical therapy during an alarm condition. The customer contact stated that during set-up of the device in an attempt to deliver unspecified concentrations of levophed and epinephrine, the device sounded an audible alarm tone for a distal occlusion that could not be cleared. During the alarm condition, the nurse noted the pt's blood pressure decreased to 40/20 mmhg. The device was removed from clinical service. Therapy was resumed using a replacement device. After an unspecified length of time, it was reported that the pt's blood pressure rose to an unspecified level and recovered. There were no reported adverse pt sequelae. Though requested, no additional info was provided.